Event description:
Bilateral augmentation mammoplasty was performed on this pt in 1983 using old style silicone implants with posterior fixation patches. In early 1995 a mammogram identified possible leakage from right implant. MRI confirmed leakage from left and right implants. By report and to the knowledge of this investigator, pt had no complaints related to the implants aside from the fact that they were leaking. Pt underwent removal of bilateral breast implants on 6/29/95. There was an outpouring of silicone gel from the fibrous capsule surrounding the implants. The areas were cleared of silicone gel, fixation patches were dissected from pectoralis major muscles. Saline implants were inserted. The pt tolerated the procedure well.